Event description:
The customer called and stated that the driver block slides freely on the leadscrew when the driver arms are in the locked position. At that time, the customer was advised that the pump should be replaced. It was indicated that the customer revert to manual injections per md protocol until the replacement arrives.